Event description:
The rptr stated the catheter separated from the hub and may be in the child. The rptr stated that the catheter was unable to be visualized. The catheter hub was returned to the MFR for analysis.